Event description:
Burning smell was noticed in operating room. Later it was discovered that the cable fibers had burned a hole completely through the module. No pt or doctor injury. Customer not providing promised info. Will add to follow-up if forthcoming.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the report info.